Manufacturer narrative:
.

Manufacturer narrative:
Incorrect registration number selected. Report # 1218950-2015-05390 references the correct registration number.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the battery fails to charge. There was no report of patient involvement.